Event description:
Mediport catheter placed in 2010. During this time, only accessed to flush once monthly. At last access, there was no blood return from port, only clear fluid. When access needle removed, blood gushed from needle site. Subsequent x-ray demonstrated catheter fracture with distal catheter in pulmonary artery. Pt was at risk for occlusion of her pulmonary artery/pulmonary embolus.